Manufacturer narrative:
Concomitant medical products: 459888 lead implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular undersensing during a treated episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.